Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system screen was black. A field service engineer powered off the station using the switch, then powered back on, and it booted to the application successfully and the sata cable was reseated at the docking board and solid-state drive to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es xflsan15 does not allow user access. The screen remained black with a prompt requested a password, prevented entry into the application, and the station currently shown as offline on remote smart service (rss). The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.